Manufacturer narrative:
(B)(4). One used transfer set was received with cap on spike and no cap on patient connector in reference to leak. A lab titanium adapter was functionally hand tightened without difficulty. The transfer set was tested underwater with a leak noted from a cut approximately 4 1/2' from sleeve in closed position. The cut was a v shaped cut. This report was confirmed in the lab. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The product sample has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the sample evaluation, or if any additional information is received.

Event description:
A customer reported baxter (B)(4) that a leak was identified from the tubing of the transfer set. The customer stated a cut was found on the tubing at the point where the leakage was found. There was no patient injury or medical intervention. No additional information is available.